Event description:
The customer initially called for assistance with an alarm she was getting on the insulin pump. The customer then mentioned that she was hospitalized for diabetic ketoacidosis with blood glucose levels over 700 mg/dl. The customer was unable to troubleshoot during the phone call, and stated she would call back once she was feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.